Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0 x150 135cm charger¿ balloon catheter was advanced for dilatation. However, upon inflation at approximately 10 atmospheres, the balloon got caught on the stent strut of a previously implanted stent and ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded, which indicates it was subjected to positive pressure and deflated. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal to the proximal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0 x150 135cm charger balloon catheter was advanced for dilatation. However, upon inflation at approximately 10 atmospheres, the balloon got caught on the stent strut of a previously implanted stent and ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.